Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial head would no longer engage the trial neck. There is typically a "click" sound that indicates that the head is fully seated on the trial neck. This sound was not present, and the head would slip off the neck.

Manufacturer narrative:
A functional check with a mating trial neck found the complaint unconfirmed; the two components locked together as intended. The customer's trial neck component was not returned for evaluation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.